Manufacturer narrative:
The footswitches were replaced. The footswitches have been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).

Event description:
The facility scrub technician reported a system message displayed during surgery. The system was switched out and the second system displayed the same system message. One patient had been prepped with the incision made. The second patient was not prepped. Both cases were canceled. No patient injury was reported.